Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the patient developed an infection. It was noted that the patient had cholangitis and sepsis three months ago, also recent skin lesions. The system was explanted. The implantable pulse generator (ipg) was explanted and used as a temporary external pacemaker. No further patient complications have been reported as a result of this event.